Event description:
The device was applied during a laparoscopic cholecystectomy procedure. A component from the trocar disengaged into the pt's cavity. The surgeon retrieved the piece without pt injury. A new instrument was used to complete the procedure.